Manufacturer narrative:
The (B)(4) study indicated that approximately (B)(6) months after the index procedure to treat a non-ruptured aneurysm of the right middle cerebral bifurcation with an enterprise stent and two trufill coils (B)(4)), angiography showed that there was residual aneurysm that was considered worse in comparison to immediate angiographic results, additionally, the stent migrated without clinical consequences. No treatment was performed or planned, and the modified rankin scale remained at 0. It was reported that angiograms performed did not provide information as to the cause of the reported events and vessel size was not available at this time. However, it was reported that the aneurysm was located in a bifurcation, and thus the vessel proximal size was wide and the vessel distal size was narrow. The distal part of the stent was position just along the distal vessel, and just a little part of the stent was deployed in the distal vessel. It was reported that the major part of the stent was deployed in the proximal vessel which was wide, and it was reported that could explain the stent migration. The aneurysm height was 1 mm, sac width 2.8 mm, and the neck was 2.1 mm. A balloon was used prior to the stent. The index procedure was stopped due to treatment achieved with complete occlusion of the aneurysm. The aneurysm is re-canalized; however, no re-intervention is planned, because this is a small aneurysm. It was determined that clinical and angiographic follow-up will be done yearly. The patient has no clinical symptom. The devices remain implanted and therefore are not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01406169 which corresponds to final packaging lot 13470928. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stent migration is known possible adverse event associated with the use of the enterprise vascular reconstruction device and delivery system in the intracranial arteries as listed in the instructions for use. It was reported that just a little part of the stent was deployed in the vessel distal to the aneurysm neck. The instructions for use precautions to maintain a minimum of 5 mm on either side of the aneurysm neck. Additionally, as reported this combined with vessel characteristics including the wide proximal vessel and narrow distal vessel appear to have contributed to the stent migration. This issue has been addressed via the risk assessment process; the IFU is to be updated with an expansion of an existing precaution statement in the IFU to include "a large differential in diameter between the proximal and distal segments of the parent vessel may increase the risk of stent migration." Action was previously done to address stent migrations, this complaint does not change the severity or occurrence level that is currently documented in the risk assessment therefore the risk assessment will not be updated to document this complaint. This is one of three products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00090, 1058196-2011-00091, and 1058196-2011-00092.

Manufacturer narrative:
The index procedure data indicated that the patient had a previous subarachnoid hemorrhage from another aneurysm >1 month. The pre-procedure (B)(4) and modified (B)(4) scale were both 0. The non-rupture aneurysm was located in the right middle cerebral artery and measured sac height of 1mm, sac width was 2.8mm and the neck was 2.1mm. A balloon was utilized prior to stent. An enterprise (enc 451412/13470928) was placed at the site, and two coils (trufill dcs orbit 2mmx6mm helical 637hf0206/134 59 510 and a trufill dcs orbit 3mmx4mm complex 637mf0304 lot 133 48 444) were placed within the aneurysm. Complete occlusion of the aneurysm was confirmed, and no technical adverse events were noted. The post-procedure mrs was 0. The medications given pre-procedure consisted of aspirin, antiplatelets, intra-procedure heparin and antiplatelet, and post-procedure aspirin and antiplatelet. The pt pre procedure was 94%, and inr at 1. No additional information available in the patient medical file. Additional information will be submitted within 30 days of receipt. This is one of three products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00090, 1058196-2011-00091 and 1058196-2011-00092.

Event description:
The (B)(4) study for patient with ID (B)(6) indicated that approximately nine months after the index procedure to treat a non-ruptured aneurysm of the right middle cerebral bifurcation with an enterprise stent and two trufill coils, angiography showed that there was residual aneurysm that was considered worse in comparison to immediate angiographic results, additionally, the stent migrated without clinical consequences. No treatment was performed or planned, and the modified (B)(4) scale remained at 0. Angiograms performed did not provide information as to the cause of the reported events. Vessel size was not available at this time. The aneurysm was located in a bifurcation, and thus the vessel proximal size was wide and the vessel distal size was narrow. Distal part of the stent was positioned just along the distal vessel, and just a little part of the stent was deployed in the distal vessel. Major part of the stent was deployed in the proximal vessel which was wide, and that could explain the stent migration. Aneurysm is re-canalized; however, no re-intervention is planned, because this is a small aneurysm. Investigator decided to purchase the clinical and angiographic follow-up every year. Patient has no clinical symptom.